Event description:
Olympus medical systems corp (omsc) was informed that, during a gastrectomy, the subject device was used. The ptfe pad of the device was separated by several outputs from the beginning of use. The procedure was completed with a different device. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad of the device was partially separated. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the device, omsc concluded that the ptfe pad was partially separated since the user activated output without grasping anything (including after the tissue cut). Based on the finding of the evaluation, this report appears to be related to user handling.